Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. Urinary incontinence, erosion, atrophy and mechanical issue are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence, erosion, atrophy are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence and presented with a nonfunctioning device. During the revision surgery, the physician confirmed erosion and atrophy. Erosion was identified when two cuffs were found on the urethra: the distal 5.0 cm cuff showed an estimated 2 cm gap between the cuff and the urethra, and the extent of associated atrophy and erosion could not be fully determined. A graft was placed at both prior implantation sites, and new cuffs were positioned, with the distal cuff changed from 5.0 cm to 4.5 cm and the proximal cuff remaining at 4.0 cm; grafts were placed between each cuff and the urethra. The erosion site was located beneath the cuffs and was associated with the cuff components. No further patient complications were reported.